Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 338 (mg/dl) since (B)(6) 2016. Reportedly, customer had seen their health care provider (hcp) on (B)(6) 2016 and adjustments to their settings had been made. Customer changed their infusion site multiple times, administered corrections with the pump, and administered insulin injections to treat their bg levels. Customer indicated that they are in contact with their hcp to discuss their bg levels, and reported that their bg levels have been under control since their last infusion site change.